Manufacturer narrative:
Concomitant medical products: dtmb2d1 crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing and noise. The rv lead was inactivated and later capped and replaced. It was also reported that during the procedure to replace the rv lead, the patient's left ventricular (lv) lead fractured. It was also reported the lv lead exhibited a high and undefined impedance as well as no capture. The lv lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.